Manufacturer narrative:
Information suggests that this medical device remains actively in service. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not deliver anti-tachycardia pacing when required as a result of non-detection. The health care personnel re-programmed this device in order to mitigate the issue. There were no reported adverse patient effects. The patient was noted to be in ventricular tachycardia, a potentially life-threatening arrhythmia. It could not be determined for certain as to whether a detection enhancement were inhibiting therapy.